Event description:
During a procedure on a fractured left femur successive flexible reamings were performed in the proximal portion of the femur. The reamer broke leaving the end of the reamer and the reamer bit within the femoral shaft. The surgeon was unable to remove from above. Add'l surgery was needed to facilitate removal of the pieces.